Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to unspecified reason. No new lead was implanted. No additional adverse patient effects were reported.